Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of >45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 2.75mm promus elite mr drug eluting stent was selected for use. However, the stent failed to cross and was damaged due to resistance felt while tracking the stent inside the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of greater than 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a semi-compliant balloon catheter, a 32 x 2.75mm promus elite mr drug eluting stent was selected for use. However, the stent failed to cross and was damaged due to resistance felt while tracking the stent inside the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.